Event description:
During hysteroscopy, it was noticed that a tiny metal piece came out of the device. The object was observed sitting on the uterine lining. No injury occurred. The acility spokesperson stated the metal object was in all probability irrigated out of pt's body. X-rays were negative.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.